Manufacturer narrative:
An internal investigation was performed for a misidentification of klebsiella pneumoniae as streptococcus agalactiae when using the vitek® ms instrument. The support team analyzed the data provided from the tests performed. Conclusion on the system: the system was operational during the tests. The spot preparation quality was not optimal. The calibrator and sample "all peaks" values are quite heterogeneous. Conclusion on the identification: biomerieux r&d biomaths department performed an investigation on the data: the correct vitek ms identification result was obtained on 17oct2018 (spot d2 - run 37). The peak list matched with the streptococcus agalactiae class. The fingerprint peak list collected on 17oct2018 was very similar to the peak lists collected on 16oct2018 (80% common peaks). The most probable cause is a wrong sample smeared on the slide (operator error). During this analysis it was observed that there was a lot of issues with the calibrator spots (no identification, wrong ID to k .pneumoniae, low discrimination between e. Coli and k. Pneumoniae). Based on the spectra analysis, a contamination of the strain or a contamination of the chca matrix by klebsiella pneumoniae is suspected. The customer used bioball® escherichia coli nctc 12923 (atcc® 8739¿) lot: 4533, and no other complaint has been recorded for this batch. Moreover, negative qc was not performed with this tube of matrix, so it is not possible to confirm the suspected contamination. However, the system performed as expected, and no wrong result was delivered in myla due to calibration or internal control failure (red dot with error message). As per local customer service, the system is now working correctly, no further investigation can be done.

Event description:
A customer from (B)(6) reported a misidentification of klebsiella pneumoniae as streptococcus agalactiae when using the vitek® ms instrument. On (B)(6) 2018, the customer obtained a single choice to streptococcus agalactiae with vitek ms for sample ID (B)(6). The sample was also gram negative although streptococcus agalactiae is gram (B)(4). On (B)(6) 2018, the test was repeated with the same sample. No result was available as the calibration spot on the slide failed. The daily log was checked and the organism code was different than the one obtained initially. On (B)(6) 2018, the same sample was retested and the result was klebsiella pneumoniae, and the organism code in the daily log matched the one obtained on (B)(6) 2018. The customer reported that klebsiella pneumoniae was the expected result. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.